Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported messages was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4)and reported that the patient was receiving frequent "adjust belt" and "check therapy pad" messages.